Event description:
It was reported that during an implant procedure the patient had a very thick spinous process space at l4-5, and upon attempting to deploy a 12mm implant, the implant got hung up and was stripped. The physician removed the implant and attempted using a new 12mm implant, however once again the implant could not pass around the spinous process space. The physician decided it was best to abort the case. The patient is doing well post-operatively.

Manufacturer narrative:
Model 101-9812, lot 800262. The returned implant was analyzed and the complaint of the implant being stripped was confirmed. The spindle cap was completely sheared off from the implant body. The damage to implant indicates the failure was due to a combination of deployment against resistance, for example, bone, and the physician failing to correctly attach the inserter to the spacer. Model 101-9812, lot 700091. The returned implant was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: superion implant, upn: (B)(4), model: 101-9812, lot: 700091, batch: 700091.

Event description:
It was reported that during an implant procedure the patient had a very thick spinous process space at l4 5, and upon attempting to deploy a 12mm implant, the implant got hung up and was stripped. The physician removed the implant and attempted using a new 12mm implant, however once again the implant could not pass around the spinous process space. The physician decided it was best to abort the case. The patient is doing well post-operatively.